Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4) alleging that the subject meter read inaccurately high compared to another device. The reporter did not provide results for either device, but did say that the subject meter read "more than 2 mmol/l" than the reference device. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.